Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter indicated that the pump display screen had become dim and was difficult to see in any light. The reporter was walked through changing the pump contrast but the issue was not resolved. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/17/2013 with the following findings: the pump display screen was found to be faded and discolored. The pump display screen was replaced with a test screen and the display returned to normal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.